Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was displaying an inaccurate temperature. The complainant stated that the patient's temperature on the temperature sensing foley catheter was reading 2 degrees farenheit higher than the manual temperature taken. When the doctor took the patient's temperature manually, the patient was reading a normal temperature. It was reported that the doctor "confirmed cbc and white blood cell counts, which were normal." The complainant stated they are going to continue to use the device and monitor the differences between the temp sensing foley catheter reported temperatures and manual temperatures, as it may be within tolerance.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, product catalog number 129416 instructions for use were evaluated, due to the relatively high volume of units manufactured. The instructions for use state the following: "bard infection control system bardex® i.c.® anti-infective foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating temperature-sensing 400-series foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities." (B)(4).

Event description:
It was reported that the temperature sensing foley catheter was displaying an inaccurate temperature. The complainant stated that the patient's temperature on the temperature sensing foley catheter was reading 2 degrees farenheit higher than the manual temperature taken. When the doctor took the patient's temperature manually, the patient was reading a normal temperature. It was reported that the doctor "confirmed cbc and white blood cell counts, which were normal." The complainant stated they were going to continue to use the device and monitor the differences between the temp sensing foley catheter reported temperatures and manual temperatures, as it may be within tolerance.